Manufacturer narrative:
The technician investigated the alleged incident and the nurse stated the pt was found on the floor after a nurse heard the IV pump alarm sounding due to the IV lines being stretched. The pt allegedly had signs of hitting his head and a bloody nose. The nurses assisted the pt back in bed. The pt was given a cat scan and it showed broken orbit and facial bones and a broken shoulder. The chart showed that both side rails were up and the bed exit alarm was on. The account alleged that the pt fell on (B)(6) 2013 and passed away on (B)(6) 2013. The tech stated that the room was closed until he arrived to investigate. Upon entering the room the tech noticed that the pt position module lights were flashing. When the pt position module lights are flashing it means that the scale was zeroed while a pt was in the bed and the bed exit pt position module will not set. This is user error. The tech zeroed the scale and tested the bed exit. The bed exit alarmed as designed but the local alarm was set to the lowest volume setting.

Event description:
The account alleged that a pt fell out of the bed and the bed exit alarm did not alarm. The account alleged that the pt hit their head and has since passed away.